Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that balloon does not inflate. Per cc form, the catheter was placed but the balloon couldn't be filled. A second package was opened and had the same problem. A section of the device did not remain inside the patient¿s body. The patient required additional procedures (more treatment) due to this occurrence. According to the initial reporter, the patient experienced adverse effects due to this occurrence : risk for patients life not treated with bakri.